Manufacturer narrative:
The device used in treatment has been returned for evaluation. A visual inspection and functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is possible on this occasion that the device would not switch on due to the battery being severely depleted. Allowing the battery to become severely depleted can cause damage, which would could prevent it from recharging. This investigation has now been closed and recorded as no problem found. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device did not turn on, the button and touch display didn't work. The treatment was continued with a back-up device. There was no patient harm. There was a delay of 3 hours and 30 minutes. This time delay is the time it took to get a replacement device. During this delay, the soft port remained on the patient. After wound cleansing, treatment was resumed.